Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Prior to a hip arthroplasty, it was found there was a hair-like material within the sterile packaging of the stem. Another stem was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device and packaging does not confirm the reported event. No foreign matter was found in or on the device. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The complaint was not confirmed as the device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.